Event description:
Information received by medtronic indicated insulin pump had damaged or loose retainer ring and reservoir was able properly into place. Customer reported high blood glucose event. Blood glucose reading was 345 mg/dl. Customer had treated high blood glucose with insulin pump. No further details were reported. No harm requiring medical intervention was reported. The device will be returned for analysis. Reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier (serial number) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number is identified, all related reports will be updated accordingly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Retainer ring = missing. Customer returned insulin pump for alleged cosmetic damage located at the missing retainer ring and high blood glucose found on (B)(6) 2022. Insulin pump received with missing retainer ring. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Thus software was utilized and downloaded trace/history files properly. Insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (22.5 millivolts). No unexpected delivery anomaly during testing or alarm anomaly in history noted. Insulin pump had scratched case, cracked keypad overlay, missing reservoir o-ring. Missing retainer ring, unable to lock a reservoir in place confirmed. Unable to verify customer alleged for high blood glucose values. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.